Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "incident pump was running avastin therapy prior, completed without issues. At 0954 hours on (B)(6) 2025, incident pump started carboplatin therapy, vtbi of 300ml and rate at 318ml/hr, expected duration to be 1 hour. During routine inspection, physical bag observed to be more than half full when its expected to be less than one quarter left. Therapy line removed from pump without indications of pump segmant flattening nor was observed to be twisted. Therapy continued on another pump which extended for half an hour to complete the remaining half, no issues observed on other pump. Setup is 8700036sp spaceline spiked into equashield cstd which is spiked into baxter softbag 250ml."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The uploaded history files of the pump stated in the complaint were analyzed. According to the files the pump was used for treatment on the (B)(6) 2025. The pump was turned on at 09:17am. The space line was selected and a flow rate of 296 ml/h and a vtbi of 190ml were set. The therapy was started at 09:21am. At 09:52am the therapy was stopped after a air bubble alarm and the door was opened. At 09:53am the space line was selected and a new vtbi therapy was configurated. A flow rate of 318 ml/h and a vtbi of 400ml were set. The therapy was started at 09:54am. At 09:55am an air bubble alarm occurred. The line was purged. At 09:56am the infuison was started again. At 10:38am the therapy was stopped, and a tube change was performed on the pump. The pump was turned off. From 09:55am until 10:38am in total 230.57ml were infused. During infusion no technical malfunction occurred. The defect was assessed as not confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.